Event description:
It was reported to boston scientific corporation that an occluder dilatation balloon was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device seemed to have been over inflated which caused ureteral perforation. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.